Manufacturer narrative:
The system was examined. And the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery to remove oil the eye was deflating and the cassette made a loud high pitched sucking sound. The noise sounded like the system was working extra hard to keep up even though the vitrector worked fine. Upon remove of oil. The surgeon increased the infusion but could only pull oil out extremely slowly. The case was completed as planned. No system message (sm) displayed. There was no medical or surgical intervention required.